Event description:
The customer reported, "disc/sense alarms".

Manufacturer narrative:
Testing of the returned turbine revealed the turbine impeller had seized to housing due to an unknown substance. The MFR was unable to verify the reported "noise" as the turbine would not turn.